Event description:
A reading of 145mg/dl was obtained on the precision pcx point of care blood glucose monitoring system was compared to a lab values of 1000mg/dl. The laboratory value exceeds the plot zone of the parke error grid. There is no additional info available on the condition of the pt at time of comparison or the time frame between the two values. There was no report of death, serious injury or mistreatment associated with this event.